Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch select simple meter was giving inaccurate readings. On (B)(6) 2013 the technical service representative contacted the patient to obtain and verify information. On (B)(6) 2013, the patient obtained the fasting blood glucose of 114 mg/dl on the reported meter, which he claimed was inaccurately high. Afterwards, the patient took his usual doses of 25 units insulatard insulin twice per day. At an unspecified time on that day, the patient experienced the symptoms of sweating and impaired vision. While symptomatic, the patient obtained the blood glucose reading of 73 mg/dl. The patient administered self-treatment by consuming soda; he did not seek any medical attention. It would have been helpful to determine the patient's expected readings, if he felt better after the self-treatment, and what meals the patient had taken during the day prior to the onset of symptoms. Troubleshooting revealed the patient's testing technique was incorrect which can cause inaccurate readings. The patient's testing technique was incorrect, which can contribute to inaccurate readings. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-test strip retain evaluation: the test strip retain evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips retain involved failed with a low bias at the 100 mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.